Manufacturer narrative:
(B)(4). Insulin pump was received with critical pump error or open book image alarm during testing due to moisture damage on electronic assembly. Insulin pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. Customer's blood glucose level was 111 mg/dl. The customer was assisted with troubleshooting. Customer stated that fluid in the insulin pump and she just saw the crack on it. Also there was fluid under the screen. Customer stated that the no physical damaged to reservoir lip ring. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The device will be returned for analysis.